Manufacturer narrative:
Customer did not proved device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the devices'' power pca needed replacement. This will be considered a power issue. There was no reported patient involvement.